Event description:
Customer reported a high blood glucose reading, but the specific value was not known, as it displayed "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus through the pump, and no further assistance was required, as the control iq feature was turned on and functioning.